Event description:
It was reported that this pacemaker was found to be depleting faster than expected. A save to disk was sent in for engineering analysis and technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates that this pacemaker was explanted. No additional adverse patient effects were reported. The pacemaker is not expected to return for analysis.